Manufacturer narrative:
A4 patient weight not provided. B5: additional information. D4: product information, updated. H6: codes, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The frequent low flows were also thought to be due to inflow cannula position. The patient was scheduled for mitral valve replacement and repositioning of heartmate 3 on (B)(6) 2025.

Manufacturer narrative:
B2 - outcomes attributed to adverse: correction manufacturer's investigation conclusion: the reported event of low flow alarms was confirmed by an onsite abbott representative. The account attributed these alarms to mitral regurgitation, and right ventricular failure. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the mitral regurgitation and right heart failure could not be conclusively determined through this evaluation. Additionally, the reported pump malposition could not be confirmed as no images were submitted for review. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including right heart failure. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 5 also explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, also outlines system controller alarms as well as how to respond to each alarm condition. Following software upgrades, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1: patient weight was requested by not provided. D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was experiencing chronic low flow alarms due to severe mitral regurgitation and right ventricular failure. They have been medically assessed by their physician. They have been deemed to require that a low flow alarm threshold be lowered to 2.0 lpm. The low flow threshold was adjusted to 2.0 lpm via lfat.